Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer reported being hospitalized due to low blood glucose levels and seizures. The customer also reported a lost sensor alert from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).